Event description:
Event description guidant received information that the patient reported to the hospital with no ventricular capture and long pauses in heart rate. During an invasive procedure, the pacemaker header had a large ammount of blood in it. This created doubt that the non-guidant lead was not the only problem. The non-guidant lead was capped and replaced. The pacemaker was explanted and replaced. The patient is well with the new system.